Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced peritonitis which was manifested with stomach discomfort and hazy effluent. During the initial drain, there was no betadine visible on the patient line. It was reported the minicap was missing the betadine sponge. The patient reported they did not examine the minicap prior to therapy. The patient presented to the emergency room and was given intravenous (IV) vancomycin (1 gm) and IV zosyn (500mg). The patient was not hospitalized for the event. The following day the patient was treated with intraperitoneal (ip) vancomycin (1.5gm) and ip fortaz (2 gm). Four days later, the patient was given ip vancomycin (1gm) and ip fortaz (2gm). Three days later the patient was treated with ip vancomycin (1.5gm, last dose) for the event. At the time of this report, the patient was recovering from the peritonitis event. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was manufactured from 7/13/18 ¿ 7/20/18. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.